Manufacturer narrative:
(B)(4). The biomed ran the ventilator on a test lung and could not reproduce any failure. The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and the reported malfunction could not be duplicated.

Event description:
It was reported that during patient use a ventilator stopped ventilating. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.